Event description:
It was reported that during a lap appendectomy, there was an error code 3 when trying to perform the pre-run test. Replaced the handpiece and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument additionally, it was found that the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records wer reviewed and no anomalies were noted during the manufacturing process.